Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that the patient suffered pain and a popping motion in his hip when he walks. Also suffers from stiffness and additional pain after sitting for long periods of time. Has experienced weight gain due to his inability to move around or exercise very much. Also experiences extreme itching in his hip area and at time inexplicable a fever spikes. The patient also has excessive levels of chromium and cobalt.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that the patient suffered pain and a popping motion in his hip when he walks. Also suffers from stiffness and additional pain after sitting for long periods of time. Has experienced weight gain due to his inability to move around or exercise very much. Also experiences extreme itching in his hip area and at time inexplicable a fever spikes. The patient also has excessive levels of chromium and cobalt. Doi: (B)(6) 2009, dor: none reported (right hip). (B)(6). Update 15 oct 2014 - der rcvd. Added dor, patient, age, height, activity level and weight, surgeon and sales rep information and added stem and sleeve products.